Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown.

Event description:
Doctor reports that the unk biomet low profile abutment was stripped and had to be cut off from the implant.

Manufacturer narrative:
This report is being submitted to relay additional information. During the investigation, it was discovered that the item reported in this report is actually a piece of the item reported in 0001038806-2020-00849. This item no longer meets reportability requirements. No further medwatch reports will be submitted for this item.

Event description:
There was no problem as the item was a piece of another item already reported in another report.